Event description:
It was reported the trial patient had pain in their left leg and foot. It was noted the patient was transported to the hospital for the pain. It was reported the patient was given an MRI, steroids, and pain medication upon arrival. It was noted the patient had discomfort when the second trial lead was placed. It was reported that fluoroscopy showed the lead had gone anterior, so the lead was removed. It was noted the first lead was removed due to the pain in their left leg and foot. It was reported the pain was too intense to reprogram. It was noted there was no problems with the patient¿s trial device.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device; product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device; product ID 355531, lot# n446390, product type: screening device. (B)(4).